Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the cartridge did not connect properly into the slot of the injector. As a result, the plunger incorrectly folded the intraocular lens and the haptic was torn off by the plunger during the implantation. The patient was implanted with another iol to complete the procedure. There was no patient harm reported. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger incorrectly folded the iol (intraocular lens) and tore haptic; therefore, the condition of the product could not be verified. Photos of the product have been reviewed by the investigation site. The product and lot number seen on the company handpiece matches what was reported. The reported event cannot be confirmed from the photos. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).